Manufacturer narrative:
The service history was reviewed. The reported condition was not confirmed. When assessing the unit, the following issues were detected/serviced and replaced: flash chip, gasket, tie, overlay, pcb board, housing damage, lens, battery door, prin door, serial number label and lcd display. However, despite the worn parts, the device was found to be functional during evaluation.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding pump overfilled. Additional information provided and stated that the pump was not in use with a patient at the time of the failure. The pump over delivered in the designated testing time during routine testing. No further information was provided.